Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end of 2023.

Event description:
It was reported that patient had poor coverage in her low back. It was also noted that the patient was experiencing increased charging time as well as an increased charging frequency. It was also mentioned that the implantable pulse generator (ipg) cause some pain in the superficial low back. The patient underwent revision procedure wherein one linear lead was added and the ipg was replaced. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.